Manufacturer narrative:
Samples have not been received for evaluation. Since no lot number was provided, a device history record review could not be performed. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported a dull knife during surgery. The surgeon exchanged the knife and completed the procedure with no harm to the patient.